Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -07.50 diopter, in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to the lens tore during delivery into the eye. There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Weight: unknown, etinicity: unknown, race: unknown. This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).